Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that pump had button error. It was reported that top of reservoir ring was broken and o rings gone been for a few weeks as she did a set change. There were some high blood glucose going on and a crack in the back where battery goes in and they just noticed now. The reservoir was stable staying in but not sure about it. The customer declined troubleshooting for high blood glucose and used backup pump to treat high blood glucose due to not having a pump. The customer went to backup pump but it hadn't been in use for some time got button error put battery back in it now and working fine. The customer declined troubleshooting for button error and said she cleared it and its fine. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o - ring, scratched case, broken reservoir tube lip, fading serial number label, cracked battery tube threads, cracked case corner of belt clip rails and minor scratched lcd window.